Event description:
It was reported to boston scientific corporation that a ultratome xl sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation, the device was advanced into the working channel of the scope, when the device exited the scope, the cut wire was not present. The device was not used inside the patient. The procedure was completed with another ultratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a ultratome xl sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation, the device was advanced into the working channel of the scope, when the device exited the scope, the cut wire was not present. The device was not used inside the patient. The procedure was completed with another ultratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination revealed that the distal end of the device, the portion beyond the blue paint marker (extrusion with cut wire and anchor) was found to be cut off from the device by the customer. The remaining cutting wire was discolored from usage and the broken end appeared blackened. The blackened cut wire indicates the cut wire was electrically activated. During manufacturing, tome devices are 100% inspected for working length, cut wire and tip integrity so the wire likely broke during handling of the device. Therefore, the most probable root cause is handling damage. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.